Event description:
Procedure: bariatric procedure. Reportedly, the doctor has used this device for three procedures where the stapler appeared to fire properly and form a complete staple line. Then 24 hours post procedure a gi barium swallow revealed a gastric fistula. He reports that it is in the center of the staple line. Currently pts are clinically fine, but the surgeon reports his concern is long term weight loss. He reports his follow-up will be an upper gi and barium swallow in six months.